Event description:
It was reported that the footswitch would not operate properly and may have a problem with the cord. There were no injuries reported with this event.

Manufacturer narrative:
Investigation findings: the footswitch was received for investigation and during testing it was found to have the potential to operate on its own related to a damaged cable. The instruction manual supplied with this device, warns the user to: handle all equipment carefully. If any equipment is dropped or damaged in anyway, return it immediately for service. Do not excessively bend or kink the instrument/handpiece cord. Always inspect cords for signs of excessive wear or damage. If wear or damage is found, discontinue use and replace immediately. Conmed linvatec will continue to monitor this product for failures.